Event description:
Customer inquired if an insulin bolus could be stopped because the customer had accidently administered an extra 7 units of insulin. The customer had to forgotten that he had bolused and bolused a second time. The customer ate food to compensate for the extra insulin and there was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted.